Event description:
It was reported that an unspecified number of unspecified bd alaris infusion sets experienced spontaneous disconnection. The following information was provided by the initial reporter: over the last few months we have seen problems with the infusion going into alaris sets with a maxzero on. It seems the maxzero inner part is not well enough into the housing when connected, and the infusion does not run properly. There are no issues when they use a syringe and do a flush, problems only when infusions are connected.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd alaris infusion sets experienced spontaneous disconnection. The following information was provided by the initial reporter: over the last few months we have seen problems with the infusion going into alaris sets with a maxzero on. It seems the maxzero inner part is not well enough into the housing when connected, and the infusion does not run properly. There are no issues when they use a syringe and do a flush, problems only when infusions are connected.

Manufacturer narrative:
H6: investigation summary although an mz1000 product was sent for investigation, no samples were received for investigation of this feedback; however, the customer confirmed the complaint sample was from lot 21116108. The feedback provided by the customer indicates that an occlusion was observed when an infusion set was connected to the maxzero, however no occlusion was observed when the maxzero was flushed with a syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21116108 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.